Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer reset the pump however the cartridge alarm recurred.customer will continue to use current pump, relying on t:connect mobile app to interact/bolus with pump. The customer also will resort to manual injections for insulin therapy if needed.there was no adverse impact to the customer¿s blood glucose level.